Event description:
On (B)(6) 2012, the patient contacted animas reporting that he was found unconscious by his neighbor the morning of (B)(6) 2012 and was taken to the hospital by emt. The patient reportedly had experienced a low blood glucose (bg), but there were no bg values reported. The patient was reportedly given glucagon by the emt and then was released home on insulin pump therapy and was not admitted to the hospital. The patient noted that he had been off the pump but did not specify a reason, and stated that he had just resumed insulin pump therapy two days prior to the reported incident, on (B)(6) 2012. Troubleshooting indicated that all pump settings and histories were correct. There was no pump malfunction found. The patient had reportedly spoken with his healthcare provider on (B)(6) 2012 and stated that his basal rates were significantly lowered. Customer support found that the pump was functioning appropriately, and the pump is not being returned at this time. This complaint is being reported because the patient allegedly experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4): the pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: no defect was found. Daily insulin delivery totals correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.